Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2020, they were getting a violent electrical shock from the implantable neurostimulator (ins). The patient stated that they were admitted to the hospital and physician had to change the polarity of the ins. They stated the issue has "quieted down a little," but still happens periodically.